Manufacturer narrative:
Initial reporter phone number removed from grid - failing electronic submission (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no ac inlet. There was no patient involvement.

Manufacturer narrative:
The international service technician replaced the rp-power supply to address the reported issue. The ventilator was tested and returned to full functionality. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no parts being returned for failure investigation (fi), no root cause could be determined. If parts are returned, the complaint will be reopened.